Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. Her blood glucose level was not reported. The buttons on the insulin pump were unresponsive. She also had a lot of issues with occlusions. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.